Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient this implantable cardioverter defibrillator (ICD) had an infection with sepsis. The pocket was opened then examined but the pocket looked clean. The incision site was then excised and closed. The physician suspected it was likely a skin infection. There were no additional adverse patient effects reported. The ICD remains in service.